Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), and a fall causing a laceration and an unspecified toe injury. The cause of the low bg was unknown. Bg was treated via intravenous saline. Reportedly, the customer left the ER 4-5 hours later with no permanent damage; however, customer indicated the issue was not resolved.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.